Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventrio device used to treat the patient. The patient's attorney did not allege a specific device failure. The patient's attorney alleges unspecified injuries; however, no details have been provided regarding the nature of the injury. No medical records have been provided. Based on the limited information provided,no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. The actual date of injury is unknown, reported as "(B)(6) 2015"; therefore, we are using (B)(6) 2015 as date of event. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol ventrio. On (B)(6) 2015: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the ventrio. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol ventrio. (B)(6) 2015: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the ventrio. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of ventrio mesh (device #1). Per operative notes, "the hernia sac was encountered and dissected off the fascial edges. A ventrio mesh (device #1) was placed beneath the fascia and further reinforced using multiple sutures." (B)(6) 2015 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the explant of ventrio mesh (device #1), partial omentectomy and implant of ventrio mesh (device #2). Per operative notes, "the hernia sac was identified and dissected free from the surrounding structures. The peritoneal sac was entered and the contents were reduced. The previous mesh (device #1) was seen and excised. Lysis of adhesions were performed. Partial omentectomy was performed. A piece of ventrio mesh (device #2) was sutured." Attorney alleged that the patient had adhesions, pain and hernia recurrence.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventrio device used to treat the patient. The patient's attorney did not allege a specific device failure. The patient's attorney alleges unspecified injuries; however, no details have been provided regarding the nature of the injury. No medical records have been provided. Based on the limited information provided,no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. The actual date of injury is unknown, reported as "(B)(6) 2015"; therefore, we are using 04/15/2015 as date of event. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of event. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 11 months post implant of ventrio mesh, patient was diagnosed with hernia recurrence, pain and adhesions thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence, pain and adhesions as possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned